Event description:
Pt had a hip replacement on (B)(6) 2023 and is inquiring if any of the implants (accolade 2 hip stem and femoral head bilex delta) have been recalled. Hip feels wired like its hitting something.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 6720-0737; size 7 accolade ii 132 deg: lot# 99807903. Cat# 6570-0-036; delta v-40 ceramic head 36/-5: lot# 10713454. Cat# 702-04-48d; tridentii tritanium cluster48d: lot# 10809951a. Cat# 7030-6525; 6.5mm low profile hex screw 25mm: lot# u6n. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.